Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhoea (cramping)"), pelvic pain ("chronic pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, female sexual dysfunction, dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2004, (B)(6) 2016. Patient received treatment for migration, dysmenorrhea (cramping),pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding).event outcome added dysmenorrhea (cramping),pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.